Manufacturer narrative:
Date sent: 03/12/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled hemorrhoidopexy procedure, the surgeon fired plastic to plastic and the staples did not fire completely which led to excessive bleeding. The controlled through sutures over the mucosa. There was discomfort to the pt. Surgeon told that pt is well.